Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained his scs ipg was causing discomfort at the implant site. Consequently, surgical intervention was taken and the patient's physician replaced the patient's scs ipg with a smaller model. Follow up identified the patient was doing well postoperatively.